Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an internal system error. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
The fat dept. Received part exec. Processor board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: skip ict and hi-pot testing process (since the date codes of t1 and t3 are less than 1502). Only fct and manual tests are performed, and both have passed. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact information: name: (B)(6). A getinge field service engineer (fse) checked on unit upon initial testing with catheter and trainer. He reviewed error logs, and identified codes 78, 111, 112, and 116, connected to coiled cord, coiled cord to back plane board, potentially involving the executive processor board. Fse replaced executive processor board and suspect cable, coiled cord to address fault codes. Ac cord reel not retracing and braided. Fse replaced ac cord reel. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received an executive processor board with a reported that the unit display an internal system failure. Performed visual inspection of executive processor board and found no visual damage and the part looks to be in good condition. Found that all functions were normal. The tests did not trigger the reported problem of the unit display an internal system failure. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Sending the executive processor board to the supplier per procedure 0002-07-d008 revision al. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed. The failure analysis and testing department received a coiled cord with a reported that the unit display an internal system failure. Performed visual inspection of the coiled cord and found no visual damage and the part looks to be in good condition. Found that all functions were normal. The tests did not trigger the reported problem of the unit display an internal system failure. The failure analysis and testing department could not replicate the failure experienced by the customer. Retaining the coiled cord in the failure analysis and testing department per procedure 0002-07-d008 rev al. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed. The failure analysis and testing department inspected a cable assembly backplane to coiled cord observed the one of the wires in the connector plug has been expose. The cable assembly backplane to coiled cord could not be tested due to the expose wire. Retaining the cable assembly backplane to coiled cord in the failure analysis and testing department per procedure 0002-07-d008 rev al. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to internally further troubleshoot this part in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The failure analysis and testing department received and inspect an ac cord reel and observed the cable in the reel is not retracting, it seems stuck or broken. (See picture). No further test can be done due to the cable not retracting. Retaining the ac cord reel in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.